Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: (B)(4). Corrected data: previous user facility is incorrect. Distributor is correct. Device evaluation: product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens haptic bent and the lens having foreign material on lens surface (fibers). (B)(4).